Event description:
According to the complainant, during the hydrathermablation procedure, the patient coughed, which may have resulted in a break in the seal. The machine gave two fluid loss alarms at an unknown rate of loss. The procedure was stopped after the second alarm, the physician noticed that the gauze under the cervix was wet. Upon examination, they noticed that there was a burn to the vagina. It is unknown whether the burn was treated with ointment or cream.

Manufacturer narrative:
The lot number for the hta procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Device discarded